Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "replace sensor" message on the day of application and being unable to obtain readings. As a result, customer experienced unspecified symptoms and self-treated (unspecified), and also required treatment by her home nurse (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial number was not provided for the reader. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "replace sensor" message on the day of application and being unable to obtain readings. As a result, customer experienced unspecified symptoms and self-treated (unspecified), and also required treatment by her home nurse (unspecified). There was no report of death or permanent impairment associated with this event.